Event description:
It was reported that atrial lead dislodgement causing high capture thresholds and low p waves was observed. Noise was noted during the procedure. The lead was explanted and replaced. There were no patient consequences.